Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a device upgrade procedure on (B)(6) 2021. Upon interrogation, it was noted that right ventricular lead exhibited noise oversensed leading to pacing inhibition. The lead was capped and replaced. The patient was stable.